Event description:
Pt presented with a red painful right eye for approximately 2 days. Pt was wearing contact lenses that were purchased from a mail order supplier with an invalid expired prescription that was given to the pt almost 4 years earlier. Pt was diagnosed with clinically significant corneal neovascularization and acute phlyctenular keratoconjunctivitis secondary to contact lens overwear. Pt was discontinued from contact lens wear and was successfully treated.